Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a posterior spinal fusion at l5-s1 using bmp2 on (B)(6) 2006. On unknown date, patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.

Manufacturer narrative:
Add'l info.

Event description:
It was reported that on (B)(6) 2006 the patient underwent posterior spinal fusion, l5-s1, pedicle instrumentation bilateral l5, bilateral s1, cage instrumentation, l5-s1, cage implant, bone morphogenic protein, right sided transpedicular neural decompression l5-s1, left sided transforaminal posterior interbody fusion l5- 51. Preoperative diagnosis: 1) spinal stenosis central and spinal tenosis fromainal bilaterally at l5-s1. 2) chronic calcified herniation, l5-s1. 3) gait disturbance. 4) spinal curvature. 5) degenerative disc disease, l5-s1. Perop notes: sequentially operative cannulas to a 26 millimeter cannula was achieved on the right side. Once this was accomplished, then it was directed into the posterior medial aspect at l5-51 transverse process which were excoriated and bone morphogenic protein cancellous autologous bone were placed there for posterior fusion. Excoriated and then placed the bone morphogenic protein and cancellous autologous bone for posterior spinal fusion and then redirected to the facet joint and then access to cross the facet joint was accomplished by resecting first the superior and then the inferior facet to the foramen at l5 and resecting the lamina inferiorly at l5 and the ligamentum flavum on the lateral aspect of the dura at l5-51, displacing the 51 root near the midline, and then resecting the annulus nucleus pulposus, decorticating the end-plates, and intradiscal distraction was achieved. Once this was accomplished, it then would accommodate a 10 millimeter cage implant. It was held with the contralateral rod-screw construct. Once this was accomplished the wound was copiously irrigated with normal saline. Then bone morphogenic protein and cancellous autologous bone were placed in the anterior aspect of the disc space at l5-51 and then a cage implant, 10 x 30 was inserted into the intradiscal space and anterior third, filled will autologous bone and bone morphogenic protein.